Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7227518.

Event description:
It was reported that the patient had a trial and was sent to the emergency room due to having head and neck pain as well as some back pain at the insertion site after the patients bandages fell off. It was noted that the patients leads moved down. The patient underwent a lead removal and was doing well postoperatively. The removed leads were not returned as they were disposed by the medical facility.